Event description:
The patient was admitted to hospital due to several episodes. Five episodes were detected as vf due to noise on the ventricular sense channel. With the sensing of ventricular noise, we saw ventricular pacing inhibition. The lead was capped.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.